Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. Results were reported to doctors. No treatment change or patient impact reported.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there was one molecular false positive. Results were reported to doctors. No treatment change or patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. H3 other text : see h.10.